Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 9 days after use, the foley catheter was naturally removed due to the balloon rupture. It was stated that no materials were possibly contacted to the balloon and the catheter was not pulled. Per follow-up information received via ibc on (B)(6) 2022, stated that it was unknown if there was any missing pieces of balloon. There was no impact to the patient and no medical intervention required.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be pinhole in balloon or cuff. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted balloon burst measuring 0.4600". This is out of specification per inspection procedure which states, "balloon must not be torn". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter.¿ corrections: d,g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that 9 days after use, the foley catheter was naturally removed due to the balloon rupture. It was stated that no materials were possibly contacted to the balloon and the catheter was not pulled. Per follow-up information received via ibc on (B)(6)2022, stated that it was unknown if there was any missing pieces of balloon. There was no impact to the patient and no medical intervention required.